Event description:
It was reported by service report that the footboard did not work due to the connector pins being pushed in by use of the wrong bed extender. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: bad extender.